Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient could feel the device vibration. It was noted that the vibration was working properly, however the patient could not feel it. The device was included in the premature battery depletion advisory. Device was explanted and replaced. There were no adverse consequences to the patient. Patient¿s condition was stable.